Event description:
Pump declared a cartridge change error along with a cartridge fit issue. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the cartridge, inspect and clean the pump, and ensure the cartridge was correctly attached. Customer was satisfied with the cartridge placement but declined to resume insulin while on the call.